Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure (ess205) (batch no. (509104-608104)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back injury on (B)(6) 2005, displacement of lumbar intervertebral disc without myelopathy, intervertebral disc disorder (l5-s1 and l4-s with central protrusion at those levels,), degenerative disc disease, heavy periods (excessive bleeding in the premenopausal period), tubal ligation, perineal pain, incontinence, urinary frequency, cough, sneezing, anaemia, dysfunctional uterine bleeding, nabothian cyst (left ovarian dominant follicle tiny nabothian cysts), dyspareunia, back pain and neck pain. Patient race information: laotian. On 2005 she was 8 months pregnant, and she does after the accident went in to early labor and delivered the baby prematurely. Concurrent conditions included sexual problem and libido decreased. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("physical pain/pelvic pain"), 11 years 3 months after insertion of essure (ess205). In (B)(6) 2005, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psych injury / psychological or psychiatric problems condition: mental anguish") and depression ("psych injury / psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device expulsion ("had essure placed and one fell out. States it is still in her uterus somewhere") and abdominal pain ("abdominal pain"). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, device expulsion, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, anxiety, depression and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2006 and (B)(6) 2015 and (B)(6) 2005. She received treatment for pelvic/abdominal pain and general abnormal bleeding. Essure (or any part of the device) removed: no. Discrepancy noted essure confirmation test(s) conducted but hsg test already taken place and in current fu given she did not undergo essure confirmation test. States she had essure placed and one fell out. States it is still in her uterus somewhere. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Ultrasound scan on (B)(6) 2017: essure implants in place. The patient reports that one of the implants had fallen out necessitating tubal ligation, but there appear to be bilateral essure implants visualized; on (B)(6) 2017: essure implants in place: l ovarian dominate follicle 1.6 cm. Tiny nabothaian cysts in the cervix. Concerning the injuries reported in this case the following events were reported via medical records:device expulsion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, depression, abdominal pain. Lot number reported ( 509104 ) is invalid. Lot number reported ( 608104 ) is invalid most recent follow-up information incorporated above includes: on 12-dec-2019: pfs received. Event: dyspareunia (painful sexual intercourse) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.